Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital¿s chief perfusionist reported that several minutes into a patient's extracorporeal membrane oxygenation (ECMO) therapy on the xlung kit, the pump head began malfunctioning. The device was primed without any issues. The patient was connected to the circuit, the revolutions per minute (rpm) were turned up, the lines were unclamped, blood started to flow down the venous line into the pump, and some blood went into the oxygenator. However, when the rpms on the pump were turned up, the flow did not increase. The pump head was switched to the backup pump drive and the same issue occurred. The perfusionists opened a new circuit, cut the pump head out, and then replaced the malfunctioning pump head on the setup with the new one. The new pump head worked fine obtaining a flow of 5 liters per minute. Additional information was obtained via follow-up with the chief perfusionist, and further clarification was provided on the level of patient involvement. It was reported that the patient was not connected to the ECMO system prior to the flow issue occurring. Additionally, it was reported that the xlung kit was set up the night before, approximately 10 hours prior to use. There were no issues with the set up at that time; everything was reportedly working as expected. The chief perfusionist could not confirm if the pump head was (or was not) properly connected to the drive at the time of the event. The chief perfusionist also stated they did not check the latches on the pump head, and thus, could not confirm if they were loose, broken, or improperly seated. It could not be confirmed if the latches "clicked in" like they should during installation/set up. Console alarms reportedly occurred, but the chief perfusionist could not recall what they were. To resolve the reported issue, the pump head was replaced. The new pump head worked fine after being replaced. However, the reported problem resulted in a 10-minute delay. The chief perfusionist stated the patient had to undergo additional cardiopulmonary resuscitation (CPR) due to the delay in instituting ECMO. ECMO support was withdrawn the following day and the patient expired from cardiac failure. No additional event details were obtained. A fresenius field service technician (fst) was called onsite to evaluate the novalung console associated with the event. Upon completion of the fst's device evaluation, it was determined that there was nothing wrong with the novalung console. The fst tested the console with their own xlung kit (and pump head) that they brought onsite with them. The fst could not duplicate the reported problem. The fst also performed the service protocol, and all checks were confirmed to be within manufacturers specification. The pump head was not available to be returned for evaluation and a lot number for the sample could not be provided. The log files were said to be available through the fresenius clinical support specialist.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. As such, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hospital¿s chief perfusionist reported that several minutes into a patient's extracorporeal membrane oxygenation (ECMO) therapy on the xlung kit, the pump head began malfunctioning. The device was primed without any issues. The patient was connected to the circuit, the revolutions per minute (rpm) were turned up, the lines were unclamped, blood started to flow down the venous line into the pump, and some blood went into the oxygenator. However, when the rpms on the pump were turned up, the flow did not increase. The pump head was switched to the backup pump drive and the same issue occurred. The perfusionists opened a new circuit, cut the pump head out, and then replaced the malfunctioning pump head on the setup with the new one. The new pump head worked fine obtaining a flow of 5 liters per minute. Additional information was obtained via follow-up with the chief perfusionist, and further clarification was provided on the level of patient involvement. It was reported that the patient was not connected to the ECMO system prior to the flow issue occurring. Additionally, it was reported that the xlung kit was set up the night before, approximately 10 hours prior to use. There were no issues with the set up at that time; everything was reportedly working as expected. The chief perfusionist could not confirm if the pump head was (or was not) properly connected to the drive at the time of the event. The chief perfusionist also stated they did not check the latches on the pump head, and thus, could not confirm if they were loose, broken, or improperly seated. It could not be confirmed if the latches "clicked in" like they should during installation/set up. Console alarms reportedly occurred, but the chief perfusionist could not recall what they were. To resolve the reported issue, the pump head was replaced. The new pump head worked fine after being replaced. However, the reported problem resulted in a 10-minute delay. The chief perfusionist stated the patient had to undergo additional cardiopulmonary resuscitation (CPR) due to the delay in instituting ECMO. ECMO support was withdrawn the following day and the patient expired from cardiac failure. No additional event details were obtained. A fresenius field service technician (fst) was called onsite to evaluate the novalung console associated with the event. Upon completion of the fst's device evaluation, it was determined that there was nothing wrong with the novalung console. The fst tested the console with their own xlung kit (and pump head) that they brought onsite with them. The fst could not duplicate the reported problem. The fst also performed the service protocol, and all checks were confirmed to be within manufacturers specification. The pump head was not available to be returned for evaluation and a lot number for the sample could not be provided. The log files were said to be available through the fresenius clinical support specialist.